Manufacturer narrative:
Product analysis: analysis found that the external pulse generator (epg) failed an automated incoming atrial heart wire connector test. Analysis also noted that the lower case was damaged and the bail attachment was missing. The epg was sent back to the customer unrepaired as the necessary parts for repair were not available due to the model being no longer in service by the company. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for a routine service check and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.